Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved towards the ventricle resulting in significant aortic insufficiency. The valve was pulled above the annulus. An attempt was made to retrieve the valve through the sheath but failed, as the valve would not collapse into the sheath. The sheath accordioned which caused the frame loops to detach from the tabs. The valve was left implanted in the left common iliac artery/external iliac artery. A stent was then placed inside the valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).